Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the ventilator has a battery failure error message. It is unknown the customer reported that there wasn't any patient harm.